Event description:
Rptr had back surgery in 11/90. Dr replaced 1 disc and repaired 2. In 6/94 dr promised to make a new man out of rptr by implanting rods and plates in his back. Rptr has developed "arachnoiditis" and is in constant pain. He has gotten considerably worse since fixation of instruments.